Manufacturer narrative:
Concomitant medical product: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the on/off buttons on the left side of the recharger was not working so the only way the patient (pt) could turn the therapy on and off was with their patient programmer (pp). The pt stated that when she pushed the buttons , the stim on/off icon was not responsive. The recharger was working fine in terms of charging but the buttons were not working. The pt stated she recently traveled to europe from (B)(6) and she only took her charger and discovered that the on/off buttons were not working and the therapy shut off so she was without therapy. The patient was transferred to repair and the recharger was replaced. No further complications were reported.